Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench advisory alarm was confirmed via analysis of the submitted log file. The reported event of the driveline being disconnected upon arrival at the emergency department was not confirmed as the event was not observed in the submitted log file. The submitted system controller periodic log file contained approximately 11 days of data (29may2023 ¿ 09jun2023 per the timestamp). The log file captured a backup battery fault alarm on 09jun2023 at 00:19:41 due to the backup battery not passing the load test. The driveline and both power cables were also observed to be disconnected at this time; this is consistent with the provided information stating that the patient attempted to exchange their system controller due to a yellow wrench advisory alarm. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the initial conditions that caused the backup battery fault alarm to activate and the exact duration of the alarm could not be determined from this log file. No additional driveline disconnects were captured in the log file. The submitted system controller event log file contained approximately 3 hours of data (09jun2023 from 06:02:15 to 08:44:09 per the timestamp). The data in the log file did not indicate any issues with the system controller. The driveline was connected to the controller throughout the log file, and the pump maintained a speed of the low speed limit without any issues. The root cause of the backup battery fault alarm could not be conclusively determined through this analysis. The root cause of the driveline being disconnected was determined to be the patient mistakenly disconnecting the driveline from the system controller. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 10jun2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including backup battery fault, driveline disconnect, and pump off alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ the document states that if the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's pump was off for a significant amount of time (12:16 am to 1:09 am), then was back on until the patient arrived to the emergency room (ER) at 1:40 am with driveline (dl) disconnected and pump stopped again. The patient was in cardiac arrest upon arrival to the ER and the dl was not connected. The patient was reportedly in critical condition in the intensive care unit (ICU) with an anoxic brain injury. The event log captured low flow events throughout the log. Due to the number of low flow events recorded, the data capture was only a couple of hours in length. The concern was that the patient had attempted to change their system controller due to a reported yellow wrench alarm. It was later communicated that further information about the controller exchange was unknown as the patient had not regained consciousness since admission. It was reported that the patient has a poor prognosis.

Manufacturer narrative:
Related pump MFR: 2916596-2023-03850. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.